Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 520 mg/dl. Reportedly, the customer missed the meal bolus and then corrected after the meal. Customer delivered a correction bolus to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.